Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavour resolute drug eluting stent to treat a moderately tortuous and moderately calcified lesion. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. Excessive force was not used during delivery. It is reported that there was poor guidewire movement during the procedure. It is also reported that inflation difficulties were encountered during balloon inflation. There is no patient injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 8th and 9th distal stent wraps with struts raised, stretched and overlapping. Due to the inflation of device and extended stent, od of stent was not measured. Device was returned with balloon partially inflated. The proximal balloon bond was not stretched upon inspection. Negative prep was performed and device passed. The device was pressurized to 12 atm and balloon successfully inflated and deflated. Numerous kinks were apparent along the hypotube. No deformation was evident to the distal tip. The inner lumen patency was verified. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. If information is provided in the future, a supplemental report will be issued.